Event description:
It was rpeorted that during a colectomy procedure, the device tore the anastomosis while extracting the instrument from the bowel. Surgeon had to hand sew the anastamosis, with no negative patient consequence. No other information was provided.